Event description:
It was reported that the lead was explanted due to high threshold. The patient condition was good after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.